Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is meter specific, no investigation for test strips is required. The device history review (dhrs) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer initially reported his adc meter powered on and off after test strip insertion and that there was no power with button press or test strip insertion. Product replacement was initiated. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as "exhausted, no energy, frequent urination, nausea", and a loss of consciousness. Customer further reported he was able to drive himself to a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported his adc meter powered on and off after test strip insertion and that there was no power with button press or test strip insertion. Product replacement was initiated. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as "exhausted, no energy, frequent urination, nausea", and a loss of consciousness. Customer further reported he was able to drive himself to a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.